Event description:
See initial report.

Manufacturer narrative:
Medical device problem code has been updated since the code included in the initial report was incorrect. Manufacturing date of the device has been added to the dedicated h.4 section. H.10: the unit was returned back to manufacturer site for repair. The ribbon cable and the encoder were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root causes of the reported error code are a defective ribbon cable and/or encoder or a faulty communication between the encoder board and the clamp boards.

Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) manufactures the clamp. The events occured in (B)(6). Livanova initiated an investigation. Livanova evo clamp cleaned and disinfected. Parts renewed for safety reasons. The following tests carried out successfully: calibration / function check / test run and stk. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report."

Event description:
Livanova received a report referring to a error message 1538 on clamp. No patient involvement reported.